Event description:
Reportable based on device analysis completed on 15oct2018. It was reported that there was leak at the pump area. An angiojet solent omni was selected for a right iliac and femoral vein deep vein thrombosis (dvt) thrombectomy procedure. During thrombectomy mode, when the system ran for about 50 seconds, the physician noticed that there was blood leaking from the connection between the pump and the collection bag pipeline, and the blood was dripping onto the machine. The physician stopped the system. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, device analysis revealed a leak/hole in the shaft. Device eval by manufacturer: returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. There was blood outside and inside the device. The waste bag was cut-off and not returned for analysis, when received. There were numerous kinks throughout the shaft of the device. Functional testing was performed by placing new waste bag tubing onto the device and placing the device into the angiojet ultra console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range without any leaks from the pump assembly or waste line. However, there was a leak in the shaft at a severe kink 29.8cm proximal of the tip. The shaft was microscopically examined and it was revealed that there was a hole in the shaft causing the leak. Inspection of the remainder of the device presented no other damage or irregularities.